Event description:
It was reporrted that the 9400 system had a burning smell coming from the work station. No patient injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The quad power supply needs to be replaced. The system is not operational at this time.